Event description:
Additional information received indicates the tenderness at the ipg site has resolved.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient is experiencing tenderness at the ipg site due to the ipg moving in the pocket. Surgical intervention may take place at a later date.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicates surgery took place on 18 september 2020 wherein the ipg was relocated.